Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes 3 tubes were dirty, 2 stoppers were dirty. Foreign matter in 7 tubes.

Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for fm with the incident lot was observed. Evaluation/testing of the customer samples was performed and fm was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to fm in the gel through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for fm with the incident lot was observed. Further investigation activities have been conducted through a CAPA and the most likely root cause has been identified for fm in the gel.. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: based on the investigation, the most likely root cause was determined to be related to separate manufacturing issues. A CAPA was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented. CAPA #503254. For all 3 observed defects, complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with fm in the gel. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes 3 tubes were dirty, 2 stoppers were dirty. Foreign matter in 7 tubes.